Event description:
The manufacturer received information alleging the low flow o2 test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device's grey removable foam was not properly installed causing the low flow o2 test step to fail on the device. The device's grey removable foam was re-installed on the device to address the issue. The manufacturer's service technician re-performed the low flow o2 test step, and it passed on the device. Additionally, during the service of the device, the rubber feet were replaced due to missing on the device, which was unrelated to the reportable issue. The seam gasket was replaced for physical damage unrelated to the reportable issue. The device passed all final testing.